Event description:
The customer reported that they had a battery with a torn elastometer. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that they had a battery with a torn elastometer. There was no report of pt involvement. The battery was evaluated at philips and the failure was further clarified as a failure to power up as well as the battery not being recognized. Philips confirmed this failure. Philips sent the customer a new battery which resolved the failure.